Event description:
(B) (6).

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The affiliate provided all the lot numbers sold to the account and a batch history review was performed: a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the introduction of the trocar, the user punctures the patient¿s abdominal aorta. The lesion was repaired by another surgeon and he stopped the bleeding. The procedure was stopped and post operatively the patient developed a thrombosis in one of the legs. The patient was then scheduled to be transferred to a (B) (6) hospital to treat the condition. Due to various reasons the transfer got delayed, and did not take place many hours after the adverse event. Additional information was received from the affiliate: through local media we read about this event, as it was not reported to us by the hospital. According to the newspaper the patient is still critical. The device was discarded because it was an incident regarding surgeon's technique not a instrument that failed. Additional information was received from the affiliate: patient current status - moved to (B) (6) hospital in (B) (6) for intensive care. She may lose her right leg but has no more information at this moment other then she is alive and receiving intensive care. (B) (6). No further details have been provided to date. If additional information is received at a later date, a supplemental medwatch will be sent to reflect new information.